Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient went to their primary care physician and was prescribed auro-cephalexin 500 mg for 10 days. After a couple of days, the patient went to urgent care and wound cultures were taken. The wound was also lanced and drained by a healthcare provider at urgent care. The patient has used warm compresses and replaced bandages at the site to treat the infection. The pod has been discarded.